Event description:
It was reported that the patient underwent a left knee procedure approximately seven years ago. Subsequently, the patient has stated the knee goes out and the patient drops to the ground. It happens randomly while patient is walking around. According to the patient, the failure stared last year. The patient visited his surgeon, x-rays were taken and the surgeon reported that nothing looked out of place. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10 - oxf twin-peg cmntd fem md PMA, item# 161469, lot# 738080. Oxf uni tib tray sz d lm PMA, item# 154724, lot# 184890. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.